Manufacturer narrative:
No product will be returned for evaluation.

Event description:
In 2007, the patient reported that his infusion device was not delivering insulin and the piston rod was not moving. He stated that he was using expired batteries in his infusion device and he believed this to be the issue. He stated that his blood glucose was elevated to 500 mg/dl because he did not realize the infusion device had shut down. He was using insulin injections to lower his readings. The patient stated that he had ordered new batteries and expected them to arrive the following day. The patient did not have his infusion device with him at the time of the report and it was not possible to further troubleshoot. Upon follow up on the next day, the patient stated that he was doing well. No product will be returned for evaluation.